Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels up to 470 mg/dl causing the patient to vomit and feel dizzy. The patient contacted the emergency number and has then been admitted to hospital. The patient has then been treated with IV drops, using the patient¿s accu-chek spirt combo pump. The patient has been dismissed on (B)(6) 2020. On (B)(6) 2020, the patient started feeling ill again due to glycaemia rising over 460 mg/dl. The patient once more felt dizzy and vomited. The next morning ((B)(6) 2020) she went hospital again and the diabetes specialist diagnosed a ketoacidosis. The patient has then been admitted to the emergency room. The diabetes specialist checked the accu-chek spirit combo pump and noticed that the pump didn¿t deliver all units of the 10 units bolus.